Event description:
It was reported that a patient experienced multiple ventricular lead noise episodes on their ventricular lead, which led to oversensing. The patient received inappropriate atp. The physician reprogrammed the patient's lead, and the patient is considered stable.